Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to non-function. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 11f tightrail rotating dilator sheath on the rv lead, the tightrail could no longer be advanced from the superior vena cava (svc) into the ra. When attempting to switch to a cook medical evolution, the tightrail became stuck on the lead and lld and was unable to be freed. The lld was brought outside the body, and was cut in order to remove the tightrail device. During the procedure the patient became hypotensive, and rescue efforts began, including chest compressions. Utilizing multiple devices (cook medical bulldog lead extender, snare, spectranetics glidelight laser sheath, cook medical evolution, and spectranetics 13f tightrail rotating dilator sheath), the leads were extracted. The patient survived the procedure. This report captures the 11f tightrail that entrapped the lead and lld, requiring intervention.

Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. A4) patient weight - not available from facility. H3/h6) the tightrail was returned; however, device evaluation is pending. A supplemental report will be submitted once evaluation is completed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.